Event description:
It was reported that prior to starting a da vinci surgical procedure, the customer noted that the pk dissecting forceps instrument wire was exposed and loose at the tip of the instrument. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the pitch cable was frayed at the proximal clevis hub. The frayed strands stick out at the wrist. Conductor wires were intact and undamaged. No other cable damage was found. Failure analysis investigation also found that the distal end of main tube had various scratch marks with light material removal and a rough surface finish. The scratches were short in length and not aligned with the tube axis. It was concluded that the damages to the instrument's main tube were likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's pitch cable and/or main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.